Event description:
It was reported that the output connector for the external pulse generator (epg) was broken. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the ventricle output connector was broken. Analysis also found that the upper and lower cases and two side bail covers were broken, that the ring cover, heart block, heart wire contacts and the ring were missing, that the lead flex cover was damaged and the two side bails were missing/bent. All defective parts were replaced. (B)(4).